Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Non-healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported pain, deformity and hardness, "left implant can be seen with diffuse thickening of the pectoral muscle." Device remains implanted.